Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Product will not be returned to zimmer biomet for investigation due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to infection. A washout was performed and the bearing was exchanged. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.